Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the error message was on the screen. The technical support specialist dialed in, found there was no issue and rebooted station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis ciisafe system fridge door was open and unable to use. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.